Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted, with the results listed below: the iol was extracted from the patient eye and attached to the injector with scotch tape. The optic was cut into two pieces. One haptic was detached from the optic. The slider was not completely advanced until it stopped. The nozzle was broken. Traces of polymerization were found both at the optic edge and haptic root. Trace of lubricant was found inside the injector. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we assume this issue is not product related. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
On jul.8 at 10 am, the patient was accepted the cataract surgery, nurse had prepared the iol after checked onto the operating table. During iol was implanted by doctor, tailing haptic was detached while leading haptic was advanced, then iol was replaced with a new one at 10:20 immediately. Patient impact: lengthening of procedure; intra-operative explantation. Event occurred in (B)(6), and was reported by the hospital as ae to (B)(6) authority.